Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not functioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A hillrom technician inspected the device and found the communication cable was not connected. Based on this, the bed functioned as designed. Based on the visual indication at the nurse¿s station that the bed communication is not engaged, we have determined that the side communication cable being disconnected/damaged would not be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. In addition, a review of our post market data indicated that there have been no allegations of serious injury or death caused by the side communication cable being disconnected/damaged. Therefore, this does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. No report of serious injury or death. Hillrom does not consider this complaint reportable.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not functioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).